Event description:
Cuff leak noted during transfer of patient down in CT scanner. Oxygenation maintained during transfer back to ICU. Noted that middle of tubing there was a clean cut hole that was positional in nature when assessing cuff pressures. When tubing was straight hold was closed but when bent would open cuff pressures decreased. Concern that a similar event thought to be a patient biting through balloon but appearance of tubing may imply manufacture issue if events are apparent in other areas. Tube was thrown away after tube exchange. FDA safety report ID# (B)(4).